Manufacturer narrative:
The complaint could be confirmed, because a surgeon reported a revision due to the implantation of an instrument. The current instructions for use state: "the surgical instrumentation is intended to be used by surgeons for the implantation and explantation of implants in orthopedic surgery. Caution: under no circumstances should an instrument be implanted." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a use related issue, off-label use. If more information is provided, the case will be reassessed.

Event description:
It was reported that during an "inbone / invision surgery planned for a sz 3 on the tibia and talar component. Surgeon changed to a size 2 talus intraoperatively. We didn't have the sz 2 plus inserts at the hospital and had to call them in. Surgeon proceeded to operate and tighten the lateral ligament's and was notified during that time that the smallest sz 8 spacer was not available in wa. The size 10 was on its way with a courier, yet he advised he would not fit the 10-insert in. As the 8 was not available he implanted the trial insert from the instrument set and closed the patient. He intends to bring them back in the revise at a later date."

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that during an "inbone / invision surgery planned for a sz 3 on the tibia and talar component. Surgeon changed to a size 2 talus intraoperatively. We didn't have the sz 2 plus inserts at the hospital and had to call them in. Surgeon proceeded to operate and tighten the lateral ligament's and was notified during that time that the smallest sz 8 spacer was not available in wa. The size 10 was on its way with a courier, yet he advised he would not fit the 10-insert in. As the 8 was not available he implanted the trial insert from the instrument set and closed the patient. He intends to bring them back in the revise at a later date."